Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting. The lens was removed through the original incision with no patient injury, no enlarged incision or sutures. There were no related complications to the event. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Pt weight: unk. Event date: unk. (B)(4). Evaluation method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl (12.6 mm) was explanted/exchanged, one week postoperatively, for another icl (12.1mm) to address "excessive vaulting". No reported loss of bcva. No reported postoperative sequelae. Given the information that shorter lens was implanted as a replacement to resolve the issue it is very likely that procedure related factor (pre-op miscalculation) have caused/contributed to the event. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of the event was a procedure related factor (pre-op miscalculation). (B)(4).